Manufacturer narrative:
Internal investigation into strattice lot sp100208 included a review of the reported information, review of the device history records, and a review of the complaint history records with no remarkable findings, including no other related complaints reported against the lot and no related deviations or non-conformances revealed during processing. The lot was aseptically processed, terminally sterilized within the process parameters and met all qc release criteria. As of (B)(6) 2021, of the (B)(4) devices released to finished goods for lot sp100208, (B)(4) have been distributed. Of the (B)(4) distributed, (B)(4) have been reported as implanted.

Event description:
It was reported that the patient had hernia repair surgery on (B)(6) 2013, (B)(6) 2015, (B)(6) 2016, (B)(6) 2017 and (B)(6) 2018. The patient was a female between the ages of (B)(6) at the times of surgery. The patient was implanted with strattice lot (B)(4) during the (B)(6) 2015 procedure. The patient returned to the hospital on (B)(6) 2018 and (B)(6) 2019. On (B)(6) 2018, the patient had lysis of adhesions and removal of the mesh and a hernia repair at (B)(6) medical center. On (B)(6) 2019 the patient had another surgery requiring additional removal of the strattice mesh at (B)(6) medical center. This record is for the device lot (B)(4) implanted on (B)(6) 2015. (Record 2 of 6.)